Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not going into critical override, and medications were not appearing on the device. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-mar-2023 to 04-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced syncing issues and errors due to being in non-profile mode. The technical support specialist, with assistance from the epm team, changed the station to profile mode, and this adjustment resolved the syncing issues. The system functioned as intended after the technical support specialist troubleshot the device.